Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery and the pump was not able to be charged. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion. The customer's blood glucose level was not impacted. The customer was to use insulin pens to manage diabetes.